Manufacturer narrative:
Additional information was requested from the reporter. No additional information was available. The device was returned to an olympus service center for evaluation and the reported issue was confirmed. Water tightness was not maintained due to perforation of the forceps channel due to external factors. Due to handling (insufficient cleaning), the air and water nozzles were clogged, and the drain function was degraded. Due to handling (insufficient cleaning), the air and water nozzles were clogged, resulting in insufficient water contact. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The bending section cover adhesive was missing. The image had black scratches. The suction cylinder was scraped due to external factors. Water coverage was recognized on the electrical connector. Dirt that was difficult to remove was found on the scope connector due to handling (insufficient cleaning). The air/water supply cylinder and suction cylinder had peeling paint. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the colonovideoscope had a leak. No patient injury reported. During the evaluation of the device, it was noted foreign matter came out of the auxiliary water supply channel due to insufficient cleaning. This report is to capture the reportable malfunction of foreign matter came out of the auxiliary water supply channel due to insufficient cleaning noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined and the foreign matter could not be identified. Reprocessing was conducted according to the IFU though a non-olympus reprocessor was used. The way the reprocessor was handled is unknown. Olympus will continue to monitor field performance for this device.